Manufacturer narrative:
Concomitant medical products: product ID; 8782, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine and fentanyl at an unknown dose and concentration. It was reported that the patient had a lot of pocket discomfort so the pump was explanted and the catheter was tied off and remained in the patient. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. It was noted that explanted device would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. The pump was returned, and analysis found the motor o-ring was worn. If information is provided in the future, a supplemental report will be issued.